Event description:
On the evening of friday, (B)(6) 2011, I used a fresh cooper vision frequency 55 toric contact lens in my right eye (I use another brand for my left eye). This was one lens contained in a box of six. I used the lenses for about 3-4 hours. I experienced blurry vision that evening in my right eye only and removed the lenses. The very next morning, saturday, (B)(6) 2011, I awoke with redness in that right eye, a burning sensation and the sensation that something was lodged in my eye but I could not flush it out. I went to the eye doctor later that morning who said I had experienced a chemical reaction in my right eye and was prescribed neomycin and polymyxin b sulfates and dexamethasone opthalmic suspension eye drops for use every two hours to eliminate the chance of further inflammation and infection of my right eye. I read that cooper vision recently had a recall of other toric lenses for very similar complaints. The lot number is 3696001004 2014/12. Perhaps the recall should be extended to cover these lenses as well. Retailer: (B)(6). Retailer state: (B)(6).